Event description:
Healthcare professional reported "exchange with textured to smooth", "discomfort" and "capsular contracture baker grade lll". This record is for left side. The was explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d4, d9, h4, h6.

Event description:
Healthcare professional reported "exchange with textured to smooth", "discomfort" and "capsular contracture baker grade lll". This record is for left side. The was explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: anxiety-product/procedure: unable to observe through visual inspection as it is a physiological phenomenon. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and an opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange with textured to smooth", "discomfort" and "capsular contracture baker grade lll". This record is for left side. The was explanted and replaced.